Event description:
Same case as MDR ID# 2134265-2012-06365. It was reported that during a stenting treatment procedure, stent damage occurred. In (B)(6) 2012 a promus element stent was implanted. In (B)(6) 2012 the patient presented with 90% instent restenosis of the previously implanted promus element stent located in the non calcified saphenous vein graft of the right coronary ostial artery (rca). Vascular access was obtained via the right femoral artery. A 12mm x 3.50mm ion mr stent encountered difficulty during advancement and was removed. The target lesion was dilated with a 3x12mm apex balloon catheter. The ion mr stent delivery system was readvanced but could not cross the target lesion. The ion mr sds was withdrawn. After removal, it was noted that the proximal and distal end stent struts were "sticking out." The procedure was completed with another 3.5x12mm ion stent. No patient complications were reported and the patient's status is listed as okay.

Event description:
Same case as MDR ID# 2134265-2012-06365. It was reported that during a stenting treatment procedure, stent damage occurred. In february 2012 a promus element stent was implanted. In (B)(6) 2012, the patient presented with 90% instent restenosis of the previously implanted promus element stent located in the non calcified saphenous vein graft of the right coronary ostial artery (rca). Vascular access was obtained via the right femoral artery. A 12mm x 3.50mm ion mr stent encountered difficulty during advancement and was removed. The target lesion was dilated with a 3x12mm apex balloon catheter. The ion mr stent delivery system was readvanced but could not cross the target lesion. The ion mr sds was withdrawn. After removal it was noted that the proximal and distal end stent struts were "sticking out." The procedure was completed with another 3.5x12mm ion stent. No patient complications were reported and the patient's status is listed as okay.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed blood and contrast in the guidewire lumen. The balloon was tightly folded. There were stent strut impressions on the surface of the balloon between the markerbands, indicating the stent was appropriately positioned between the markerbands and secured to the balloon in manufacturing. The proximal end of the stent moved distally 2mm from the as-manufactured position. Multiple stent struts were stretched and bent on both ends of the stent. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty or the confirmed stent damage, moved on balloon and tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).